Event description:
Event description cpi received information this implantable cardioverter defibrillator (ICD) exhibited oversensing during the post-shock period.

Manufacturer narrative:
Event conclusion: the physician elected to reprogram the post shock stability and the sustained rate duration features on the ICD. The system remains implanted. No further action at this time.